Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model and lot# of other pipeline:model# lot# dom expirationfa-77375-20 9431488 04/12/2011 02/28/2014(B)(4).

Event description:
Treatment of an ica aneurysm and ophthalmic aneurysm distal to the cavernous aneurysm. It was reported two pipelines were deployed and both opened slow distally. On week later, the patient presented with an acute left parietal intra-cerebral hemorrhage. It was reported the patient has some dyscoordination & mild speech trouble, progressed to moderate hemiparesis on the right, now has mild right weakness and speech has improved.